Event description:
It was reported that during the procedure, when the physician removed the guidewire and dilator from the sheath, blood came out of the top of the sheath from the valve. The pt suffered no adverse effects.

Manufacturer narrative:
One 6f act, 12cm, ultimum hemostasis sheath was visually inspected and functionally tested. Visual inspection observations, functional testings, and subsequent disassembly confirmed the absence of the proximal seal. No visual anomalies were noted in the distal hemostasis seal. An additional investigation has been implemented. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.